Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a breach in aseptic technique was the cause of the peritonitis. As a result, the transfer set is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-06106.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment included vancomycin, intra-peritoneally (dose and frequency not known). The patient's catheter was removed and the patient began hemodialysis. At the time of this report, the patient was still hospitalized but recovering from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12g27079, h12h31095, h12k09112, h12i27059, h12j03034, h12g19068 (product codes 5c4483 and 5c4482). No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.